Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001496988 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Violation (patient / other): no. Product possibly involved in injury: no. Product available for examination: no. Detection site: 2 - on application. Origin: patient. Complaint: patient has connected a reservoir with a valve, fluid leaked at the connection point. They connected another reservoir and everything was tight. Product information: item no.: 50-7500b/v001 - pleurx¿ drainage set, 500 ml reservoir incl. Accessories pu (packaging unit) (B)(4) pieces. Additionally affected item no.: 50-7500b/v001 - pleurx¿ drainage set, 500 ml reservoir incl. Accessories pu (packaging unit) (B)(4) pieces. Additionally affected lot no.: 0001496988. Additional information: description of issue (what / why): patient has connected a reservoir with a valve, fluid leaked at the connection point. They connected another reservoir and everything was tight. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: no. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: had to use another bottle. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: (B)(6) 2023. Connected device (pleurx/peritx/brand) 50-7500b. Procedure performed by: end user / lay person. Procedure performed at: home. Replacement requested: no. Credit requested: yes. Additional information: the pallets are loaded / stored in the same way as bd delivers them. No pallets are stacked. We do not know how the bottles are stored at the patient. Information on the error pattern: fault location: insertion pin. Type of defect: damaged (broken, brittle, deformed). Fault location: insertion pin. Type of error: damaged (broken, brittle, deformed). Response received on 04/dec/2023. Where did leakage occur? - fluid leaked at the connection point is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked into the valve? - yes. Did the leakage occur to the drainage line to the bottle? - not known. Was there damage noted on the access tip or patient's valve. - no . Where is the catheter located? - chest.

Event description:
Product possibly involved in injury: no. Complaint: patient has connected a reservoir with a valve, fluid leaked at the connection point. They connected another reservoir and everything was tight. Additionally affected lot no.: 0001496988. Additional information: description of issue (what / why): patient has connected a reservoir with a valve, fluid leaked at the connection point. They connected another reservoir and everything was tight. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: no. Safety valve broken / damaged / disconnected: no. Safety clamp open, when valve broke/damaged/disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken / damaged: no. Leakage: no. Successful drainage: yes. Impact to patient: had to use another bottle. Exposure to blood / bodily fluid: no. Course of treatment changed due to event: no. Time catheter in place: 16.08.2023. Connected device (pleurx/peritx/brand) 50-7500b.. Procedure performed by: end user / lay person. Procedure performed at: home. Additional information: the pallets are loaded / stored in the same way as bd delivers them. No pallets are stacked. We do not know how the bottles are stored at the patient. Information on the error pattern: fault location: insertion pin. Type of defect: damaged (broken, brittle, deformed). Fault location: insertion pin. Type of error: damaged (broken, brittle, deformed). Response received on 04/dec/2023. Where did leakage occur? - fluid leaked at the connection point. Is this at the access tip and the catheters valve? If it at the access tip did the access tip fully clicked into the valve? - yes. Did the leakage occur to the drainage line to the bottle? - not known. Was there damage noted on the access tip or patient's valve. - no. Where is the catheter located? - chest.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0504. Patient problem code: f26.